Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted, that the pacemaker was found in back up operation. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number: (B)(4) it was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission note that the pacemaker was found in back up operation. In addition, the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The pacemaker was explanted and replaced. No programming changes made to address the oversensing on the ra lead and the rv lead. The leads continued to be monitored. The patient was stable throughout the generator change procedure.

Manufacturer narrative:
Correction - d10 - no concomitant medical products need to be listed the reported event of device in backup mode was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.